Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old caucasian female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; diagnosed via CT scan and after consultation with the physician. As a result, the device was explanted on (B)(6), 2022.

Manufacturer narrative:
Per information received, date of surgery was (B)(6) 2024. Date initially reported was (B)(6) 2022. Clarification request was sent. No clarifying information has been received to this date. When a response is received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 18, 2024, mentor received confirmation that the date of surgery was (B)(6) 2024. Hence, fields d6b have been updated on this form accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 15, 2024, mentor became aware that the device was completely disintegrated with nothing to return. Hence, type of investigation has been updated to "device discarded" under field h6 on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).